Event description:
It was reported, that "difficulties were experienced with use of soft swivel flange trach tube." There was no reported pt injury and/or change in therapy. Note: the reported device has not been returned for eval as of the date on this report.